Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Upon troubleshooting, field engineer identified the fuse failure and replaced it. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found that the issue was due to the failure of 24 volt power supply of pdu fan tray module due to the electrical fluctuation. Fse replaced pdu fan tray and dcps. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the 24 volt power supply belonging to the pdu fan tray module. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.